Event description:
The technician alleged that the brakes will not hold when the brakes are applied at head end of the stretcher. No pt impact.

Manufacturer narrative:
The technician found the right head brake caster is missing the brake pad. The technician replaced the right head brake caster to resolve the issue.